Event description:
The caller reported a malfunction on a tandem pump, specifically noted as malfunction code 5, which technical support identified as an issue with the pump. There was no adverse impact on the customer's blood glucose level. As the pump was out of warranty, it was not replaced. No additional corrective actions were recorded.